Event description:
Boston scientific received information that this patient presented to the hospital feeling ill. It was noted that the right ventricular amplitudes had decreased and a gradual decrease in pacing impedances was noted. Noise was also seen in the arrhythmia log book. A possible dislodgment was suspected. At this time this lead remains implanted. Further testing as well as a save to disk will be sent to technical services for further analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection confirmed the report of insulation damage. Detailed analysis revealed trilumen insulation damage, through to all three lumens, in the area 23.5 - 25.5 centimeters from the terminal pin. The insulation on the negative rate/sense conductor coil had a puncture with a sawtooth appearance. The insulation on the high voltage conductor coils was intact. Resistance testing verified all conductor coils were continuous (i.e., not fractured). Based on the location and type of damage, it is suspected the lead damage was caused by entrapment in the clavicle/first-rib region. These findings could have contributed to the reported clinical observations.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information received noted that the system was explanted. Upon explant it was noted that this lead had insulation damage. This lead will be returned for analysis. Upon analysis this investigation will be updated.